Manufacturer narrative:
It is indicated that the device will not be returned to the manufacturer for evaluation. If any further relevant information is received, a supplemental medwatch will be filed.

Event description:
It was reported that the radiofrequency ablation did not stop when the physician released the pressure on the foot pedal. The rf ablation session was manually halted a few seconds later using the rf power control button on the remote control of the maestro generator. The procedure was competed and there were no patient complications.